Event description:
Marrow acquisition cradle broke inside cannula while trying to abstract bone marrow.

Manufacturer narrative:
Evaluation of the complaint sample confirmed the needle was fractured. Inspection of the fractured component suggested the needle was bent due to excessive force; however this failure mode could not be definitively confirmed by the complaint investigation. A review of complaint data did not identify any trends with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history review (DHR), raw material history file and sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. All applicable quality personnel will be notified of this failure mode in an effort to heighten awareness regarding this defect. (B)(4)